Event description:
It was reported that the user performed an infusion set supply change out of sequence by inserting the inset infusion set before completing the other steps, after which an agent provided education, the user removed the set, used a new infusion set, and insulin delivery was successfully resumed; this was characterized as a use-of-device problem, with the specific component not otherwise specified. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found while the event involved use of device and an unspecified component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.